Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with normal operating current. No unexpected failed battery test noted. The device had cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. The device will also alarm failed battery test and it doesn't show full battery. Customer's blood glucose was over 600 mg/dl. Troubleshooting for failed battery test was performed and the alarm reoccurred. Troubleshooting for no delivery wasn't performed as customer had changed the set. The alarm didn't occur during current set. Due to continue failed battery test alarms the customer was advised the device needed to be replaced. Customer was advised to discontinue use of the device and revert to back up plan. The customer agreed to return the device for analysis.